Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been updated to reflect the correct information: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The cord, connector and pins are in good condition. The connector cap is attached to the connector as it should. When performing the functional test, a shaver hand piece and an fms vue pump was used to test the functionality of the device, when activating the shaver, the suction function failed to work. The overall complaint was confirmed as the observed condition of the fms connect (vue) would contribute to the complained device issue. Device history review: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Based on the investigation findings, the potential root cause is traced to hard and continuous use, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to wear of device's internal components, however this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Event description:
It was reported by the sales rep that during a shoulder arthroscopy/labral repair surgical procedure on (B)(6)2024 the fms connect device was not recognizing the shaver¿s use, and in turn, the shaver suction was not functioning. Another interface cable was connected and interface cable was used, and the procedure resumed. There was less than a five minute delay in the procedure. There were no adverse patient consequences reported. No additional information was provided.